Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. Visual inspection revealed evidence of clinical use. The teflon pad t-rail was detached from the shaft arm. The jaw, blade and contact rings appear to be intact. Damage on the teflon pad t-rail was observed. A review of the DHR supports that the device met all inspection and test criteria prior to release from stryker. Therefore, the most likely root causes are: - incidental contact with device and external instrument causing damage to the tissue pad. - too much force or torque applied to instrument, or grasping/pulling. - applying pressure between instrument blade and tissue pad without having tissue between them. The instructions for use (IFU) state: - care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Clamping the tissue pad against the active blade without tissue on the full length of the blade will result in higher blade, clamp arm and distal shaft temperatures and can result in possible damage to the instrument. If this occurs, there may be an instrument failure, and the generator touchscreen displays a troubleshooting message. - for optimal performance and to avoid tissue sticking, clean the instrument blade, clamp arm, and distal end of the shaft throughout the procedure by activating the instrument tip in saline. Note: do not touch the instrument to metal while activated. Note: do not clean the blade tip with abrasives. It can be wiped with a moist gauze sponge to remove tissue, if necessary. - if tissue is still visible in the clamp arm, use hemostats to remove residue, taking care not to actuate the hand piece. If desired, the instrument may be unplugged. - do not introduce or withdraw the instrument with the jaws open through a trocar sleeve as this may damage the instrument. - keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad and increased blade, clamp arm and distal shaft temperatures. The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported the white coating on the harmonic scalpel (harh45) jaw peeled off partially. There was no patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.